Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the composite video cable becoming loose. As there was no information received of clear misuse of the device by the user, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope was not getting an ultrasound image and when switching to picture in picture (pip) input as the main portion, the whole screen was black. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Investigation indicated that the composite video cable from the endoscopic ultrasound center (EU-me2) to the composite picture in picture (pip) input on the evis exera iii video system center (cv-190) was loose. In speaking with olympus technical assistance center (tac), the customer was asked to check this cable and stated they could see some signal from the EU-me2. The customer was then asked to put a c-fold paper towel in a cup of water and then put the distal tip in to see if an ultrasound image appeared, as water was needed to carry the ultrasound wave. The customer reported that they could see the ultrasound image. It was concluded that the video cable from the EU-me2 was not secure and the issue was resolved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.